Event description:
It was reported that the customer received a battery out limit alarm. The customer also reported that none of the keys on the insulin pump are working. Customer's blood glucose level at the time 253mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.